Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the surgeon realized the right master tool manipulator (mtmr) was continuously moving. The technical support engineer (tse) checked the event logs and found error pointing to mtmr grip. The tse guided the surgeon to power the system off and exercise the mtmr grip, ensuring there was not any obstruction. The system was powered back on and the issue reoccurred. The surgeon moved the right grip while the test was ongoing, which finally passed and the system was ready to use. The tse recommended the surgeon not to power the system off between surgeries, as it was very likely the issue would come back. The tse asked the surgeon to call back if they experienced any issue during surgery. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: there was no patient harm, adverse outcome, or injury. The master tool manipulator (mtm) moved on its own with the surgeon's head outside the console. The issue was identified prior to the start of the procedure and therefore no instrument was inside the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.